Manufacturer narrative:
December 14, 2009 - this event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
During the routine follow-up of this device, two events were observed and were reported for analysis. The first one is about the display of a warning message stating that a reset had occurred on (B)(6) 2009. The second is about an inconsistent value printed in the report regarding the persistence parameter of the slow vt zone that is not used in the device current programming. It is not displayed on the screen, but is printed with a value of "???" In the follow-up report.